Event description:
On (B)(6) 2011, pt reported having issues with the down button on the infusion device. Pt stated he thought maybe he wasn't pressing it hard enough. Pt reported when he programs a bolus, he would press and hold the down button to go into a standard bolus. Pt stated sometimes it will work and other times it won't. Pt reported if it doesn't work the first time, he will press it again a little bit harder and then it will respond. Pt stated he first noticed the issue about 2 months ago. Pt reported the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.